Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: competitor implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an increase in pacing impedance. The pace/sense portion of the lead was capped and replaced by a competitor lead. Subsequently there was high pace/sense impedance on the replacement lead and capture threshold had increased, so it was suspected that there was an issue with the competitor device, however the cause was not determined. The lead remains in use. No patient complications have been reported as a result of this event.